Event description:
This event was captured based on review of the article, medium to long-term clinical outcomes with everolimus-eluting stents in real-life percutaneous coronary intervention it was reported that the patient was a (B)(6) male. The indication for angioplasty was angina. The patient died 770 days post-procedure due to heart failure. The study reported the real world experience in a single tertiary centre with everolimus eluting stents (ees) in predominantly acute coronary syndrome (acs) patients, and compared the outcomes in small and large vessels. The medium to long-term major adverse cardiovascular events (mace) defined as all-cause mortality, myocardial infarction (mi) and target vessel revascularization (tvr) and stent thrombosis were measured. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.